Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Fluctuations in the impedance level was noticed. Patient reports no change in hearing performance with the device. The device has been explanted.

Event description:
Fluctuations in the impedances were reported in 2018. The recipient reported no change in hearing performance with the device at that time. According to the clinic, pure tone thresholds remained stable and comparable. The device remained implanted and the recipient was monitored at that time. The recipient was reimplanted in 2019.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.